Manufacturer narrative:
The glidescope gvm video monitor was returned to verathon for evaluation. The technical service representative confirmed the reported no image. The technical service representative isolated the issue to the main pcba. The main pcba was replaced and the battery was allowed to fully charge. The image produced by the returned video monitor was stable and clear with good color rendition. The video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, no image was displayed on the monitor. Reportedly three different batons were tried with the same result for each. The procedure was completed with a backup device; however, the type of backup device and the time required to prepare the second device were not reported. No harm to patient or user was reported.